Event description:
Reportedly, on (B)(6) 2014, interrogation failure inside operating room was observed with an implanted paradym rf crt device. The subject device, still in the box, was attempted to be interrogated also in the operating room. Interrogation also failed. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2014, interrogation failure inside operating room was observed with an implanted paradym rf crt device. The subject device, still in the box, was attempted to be interrogated also in the operating room. Interrogation also failed. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.

Event description:
Reportedly, on (B)(6) 2014, interrogation failure inside operating room was observed with an implanted paradym rf crt device. The subject device, still in the box, was attempted to be interrogated also in the operating room. Interrogation also failed. Several tests were performed on site and identified an equipment connected to electrical network was most probably injecting signal at 7 khz (and harmonics) into this network, creating specific electro-magnetic interferences preventing the communication to be established with the device.